Event description:
A 2.5mm diameter x 15mm length nc sprinter rx dilatation balloon catheter was inserted in a patient for pre-dilatation of the right coronary artery. Vessel morphology severely tortuous. It was reported that the balloon was inflated to 10 atms one time, however, the balloon would not deflate. The physician was able to remove the balloon partially inflated successfully from the patient. The patient is reported to be fine and no additional clinical sequalae were reported. Medtronic has received the device and the analysis has been completed. Visual inspection confirmed that the balloon bond is necked on the device. There is no other necking or stretching evident on the device. The balloon of the device had been inflated but on return, the balloon was fully deflated. Tip of the device visually acceptable. Balloon bond length measures within specifications. Stretching is on the proximal side of the balloon bond. Unable to inflate or deflate the balloon. On visual inspection there was no damage to the outer shaft. The balloon bond of the returned nc sprinter rx balloon catheter is necked and it was not possible to inflate the balloon of the returned device. Although it is not known when the necking occurred, the necking occurred as a result of force being applied to the device. This resulted in the deflation difficulties experienced by the physician. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.